Event description:
The doctor reported that the implant was removed due to implant fracture at initial implant placement. Bone quality around the area was type I, and oral hygiene around the implant was good. The patient has since recovered.